Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during a therapeutic hysteroscope gynecological polyp removal and laparoscopic adnexectomy surgery. A lot of liquid was used. And the camera got soaked and blurred. The image was also blurred, when switching to laparoscopic surgery. Optics and light cable were also replaced, but it did not solve the problem. The surgery was completed with a camera head, obtained from urology. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an error code (e226) was displayed, deformation of cable unit. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. For the newly identified malfunction reported as ¿error code 226¿, it was due to a deformation of the cable unit. A definitive root cause could not be identified for the deformation of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.